Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The description of the event states that haloing was observed around the transition screw. Haloing is an indication of screw movement post-operatively, suggesting that fixation was compromised at this level. It's possible that this could have been caused by excessive stress, improper screw sizing, poor bone purchase, or pseudoarthrosis at that level. The screw was not returned for evaluation and the radiographic images were not available. The exact cause of the reported issue cannot be determined.

Event description:
It was reported that post-operative imaging found the ha screws placed at l4-5 were solid; however, haloing around the s1 ha screw indicated the screw was mobile. A revision surgery was performed to remove the loosened screw.